Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with corneal abrasions on the right eye (od) at a 1 day post-operative exam. A brief description from the surgery center noted there was epi erosion/abrasion on the od flap, nasally. The surgery center removed a lash extension from under the right upper lid that was the possible cause of the epi loss. A bandage contact lens was inserted after the treating surgeon evaluated patient and flaps and topical steroid dosage was increased. The patient comments were that right eye was very painful at 1 day post op exam. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.00 x -.50 x 170, left eye pre-op 20/20 -3.00 x .00 x 90.